Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown.

Event description:
It was reported device migration occurred. A concomitant atrial fibrillation ablation and left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx closure device was implanted under transesophageal echocardiogram (tee) imaging. The closure device met all release criteria. At the routine one (1) year follow up imaging appointment, the closure device still remained in the laa yet demonstrated significant mobility and instability. The physician planned for surgical extraction of the closure device on (B)(6) 2026.